Event description:
It was reported that the device jammed on an unk firing. They used another like device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results for the (B)(4) instrument confirmed that the instrument was returned non-functional. The instrument was cycled and fed 3 conforming clips and 4 double feed incidents were noted, the jaws jammed in the closed position due to the found issue, the trigger had to be manually assisted to re-open the jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.